Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed dashes (---) for parameters, low battery voltage (2.6v) and high battery impedance (10k ohms). Reprogramming the rate, return to standard and microprocessor download were unsuccessful in resetting the device.